Event description:
It was reported that the arctic sun device failed electrical safety test and heater power harness would be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater power harness. The device was evaluated. The cause was determined to be the heater power harness. The heater power harness was replaced. The device passed all applicable testing and is ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1.1 use of the calibration test unit (ctu) operator¿s manual the calibration test unit provides an effective and easy way of checking and calibrating, if necessary, the arctic sun® temperature management system. This manual provides a detailed description of the ctu, its use, construction, routine maintenance and calibration. It is important that the ctu be properly maintained and serviced in accordance with the instructions described in this manual. Only trained personnel should use and service this product. The ctu is intended to be used in association with the arctic sun® temperature management system service manual. The service manual provides detailed information about the arctic sun® temperature management system and how the ctu can be used to troubleshoot problems in addition to its normal test and calibration functions. 1.2 system description: the ctu is, for the most part, a passive device that provides stimulus and feedback to the arctic sun® temperature management system to enable it to test and calibrate itself. The sole active function of the ctu is to provide an external heat source to raise the circulating water temperature for troubleshooting under the guidance of medivance technical support personnel. 1.4 environmental conditions: ambient temperature range: o operating temperatures: 18°c to 24°c (65°f to 75°f). O transport and storage temperatures: -30°c to 50°c (-20°f to 120°f.) Ambient humidity range: o operating humidity: 5% to 95% relative humidity, non-condensing. O transport and storage humidity: 5% to 95% relative humidity, non-condensing. Ambient atmospheric pressure range: o operating: 375 mmhg to 795 mmhg. O transport and storage: 375 mmhg to 795 mmhg. Note: if the calibration test unit is used at higher room temperatures, the test system¿s cooling capability and accuracy may be degraded. Ingress protection rating ipx0 for ordinary usage. 1.5 general warnings this equipment is to be used only as described in this manual. Failure to do so may result in damage to the device. The ctu must not be used on equipment while connected to a patient. Do not use the calibration test unit in the presence of flammable agents because an explosion or fire may result. Anyone performing the procedures must be appropriately qualified. Carefully observe the calibration test unit for fluid leaks before and during use. Leakage may result in lower flow rates or an electrical shock hazard. Discontinue use immediately if leakage is observed. For indoor use only. Section 2 ¿ instructions for use 2.1 overview the entire test and calibration process takes approximately 90 minutes. Operator assistance is required only in certain stages: stage 1: warm-up, flow check, and inlet pressure calibration: 12 minutes, automatic. Stage 2: patient temperature calibration: 5 minutes, operator assistance required. Stage 3: water temperature calibration: 18 minutes, operator assistance required (at completion). Stage 4: water temperature calibration, heater check: 33 minutes, operator assistance required (at completion). .stage 5: temperature out calibration: 25 minutes, operator assistance required (at completion). 2.2 initiating a calibration or test a. Replace the fluid delivery line with ctu. B. Connect the blue circular connector labeled ¿pt1¿ to the connector patient temperature 1 (larger thermometer and patient symbol). C. Connect the blue circular connector labeled ¿pt2¿ to the connector patient temperature 2 (smaller thermometer and patient symbol). D. Connect the black circular connector labeled ¿to¿ to the connector labeled ¿temp out¿. E. Power on the arctic sun® temperature management system control module. F. Press the advanced setup button on the therapy selection screen. G. Press the start button next to calibration on the advanced setup screen. H. Select sensor calibration to perform a calibration or calibration check of the arctic sun® temperature management system."